Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results.. The customer is concerned with the non- fasting back to back results obtained of 159 and 326mg/dl. The expected fasting blood glucose test result range is 150 to 174mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is about two weeks ago. The meter memory was reviewed for previous test result history: 198mg/dl (B)(6) 2017 08:46 pm fasting: no; 159mg/dl (B)(6) 2017 03:37 pm fasting: no; 170mg/dl (B)(6) 2017 03:35 pm fasting: no; 326mg/dl (B)(6) 2017 03:24 pm fasting: no; 134mg/dl (B)(6) 2017 07:26 am fasting: yes. The wife of the customer called about meter reading all over the place after running a back to back blood readings. Her husband feels there is too much difference between one results and the next.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results.. The customer is concerned with the non- fasting back to back results obtained of 159 and 326mg/dl. The expected fasting blood glucose test result range is 150 to 174mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is about two weeks ago. The meter memory was reviewed for previous test result history: the 198mg/dl (B)(6) 2017 08:46 pm fasting: no, the 159mg/dl (B)(6) 2017 03:37 pm fasting: no, the 170mg/dl (B)(6) 2017 03:35 pm fasting: no, the 326mg/dl (B)(6) 2017 03:24 pm fasting: no, the 134mg/dl (B)(6) 2017 07:26 am fasting: yes. The wife of the customer called about meter reading all over the place after running a back to back blood readings. Her husband feels there is too much difference between one results and the next.